Manufacturer narrative:
Although the device was requested for return to the manufacturer for evaluation, that request has not been honored to date. If further information becomes available, a follow up report will be filed.

Event description:
Information was received from a work order that the device allegedly did not alarm as specified. The device was reported to be in patient use at the time of event and there was no patient harm. Numerous requests for the return of the reported failed component have been made but have not been honored to date. If further pertinent information becomes available a follow up report will be submitted.